Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 31-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2020-jul-24 regarding a patient receiving hydromorphone (20mg at 4.0058mg/day), bupivacaine (8mg at 1.60232mg/day), and baclofen (160mcg at 32.04636mcg/day) via an implanted infusion pump. It was reported that during a scheduled pump revision on (B)(6) 2020, contrast was injected into the catheter which revealed a kink in the distal portion. The kink manually resolved and another injection of dye confirmed patency. The event resolved without sequelae on (B)(6) 2020. The etiology indicated the event was related to the device/therapy and was not related to the implant procedure. No patient symptoms were reported and no further complications were reported or anticipated.